Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device status is unknown.

Event description:
The device was replaced.

Manufacturer narrative:
Continued e1 zip code: (B)(6) additional, changed, and/or corrected data: a4 b5 d6b e1 g1 h6 photo analysis: a visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.